Event description:
It was reported that the patient presented with a small crack in the outer casing of the driveline. The crack is above the site of the previous repair and appeared to be only through the first layer or the white silicon casing. The patient reported no alarms but there were a few low voltage advisory alarms followed by power source changes noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter phone number: (B)(6). Section e1: reporter postal office or zip code:(B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported event of damage to the outer jacket of the patient's external driveline. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted photographs captured damage to the outer jacket of the external driveline in an area proximal to the existing clamshell repair (reference (B)(4). No wires were exposed, and the observed damage appeared to be cosmetic only. Additionally, rescue tape was observed adjacent to the existing clamshell repair, consistent with events reported under (B)(4). The submitted log file contained events and data from (B)(6) 2023, per the timestamps. Multiple pi events were captured throughout the file with the majority occurring on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Additionally, section 1, "introduction", addresses pump parameters including pulsatility index (pi). Section 4, "system monitor", explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that rescue tape was applied successfully. The low voltage alarms were due to the batteries only having 15 minutes of power and the alarms successfully resolved when the power source was changed.